Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that there were no issues with the pump. The physician however wanted to report to the company representative that the patient was being treated for skin infection around pump area. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable.  The physician was giving the patient oral antibiotics to see if the infection cleared up before they do anything else.   The issue was not resolved as of (B)(6) 2021.  No surgical intervention occurred or was planned. The patient's weight and medical history were unknown.